Event description:
Pt reported after injection in the nasolabial folds with an unk juvederm product, pt experienced " a bruise that waxes and wanes and bio film infection." Patient also reported "flaky skin." Patient reported the physician prescribed clarithromycin to treat the infection. The pt declined to provide pt contact info, and requested that allergan does not contact the injecting physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.